Manufacturer narrative:
Batch review performed on (B)(6) 2023: lot 2218065: (B)(4) items manufactured and released on 16-nov-2022. Expiration date: 2027-11-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
Revision surgery for mpact dh mobilization about 15 days after the primary surgery. Acetabular components and head were revised successfully. This patient had an intermediate revision (before the one performed on (B)(6) 2023) for hip dislocation (about 4 days after the primary surgery), caused by a large osteophyte that was removed during the revision surgery; the head was also revised with a larger one, while the cup and liner were not revised.